Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch to defib mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. Our investigation determined the device is a bls device which only has two positions. This means that this device does not have a defib mode option on the front panel membrane (only monitor or pace options are configured for this type of device). Therefore the device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission of a medwatch report.